Event description:
As reported, during retrograde placement after cesarean section for treatment of postpartum hemorrhage (pph) secondary to suspected placenta accreta spectrum (pas) in placenta previa, the blue valve of 'cook bakri postpartum balloon with rapid instillation components' detached and remained in the patient's uterus. On (B)(6) 2024, the patient underwent cesarean section at 36 weeks and 5 days of gestation for suspected pas in placenta previa. The procedure was reportedly complicated with substantial blood loss of 3000 ml. The bakri balloon was placed as part of a uterus-sparing one step conservative surgical technique with uterine devascularization. The balloon was removed the following day. On (B)(6) 2024, the patient presented again to the obstetrics ward with abdominal pain of unclear origin. Lab results indicate mildly elevated c-reactive protein inflammatory markers ('crp 27') with normal leukocyte/wbc count ('l 7'). Evaluation for a possible cause, including suspected foreign body, was performed using speculum examination, vaginal examination, transvaginal ultrasound, abdominal ultrasound by a radiologist, and abdominal x-ray. No evidence of a foreign body was identified. On (B)(6) 2024, the patient had a follow-up where the symptoms had improved. Abdominal ultrasound of the uterus showed no abnormalities. On (B)(6) 2026, the patient experienced progressive lower abdominal pain, especially during menstruation. Foreign body was suspected at vaginal ultrasound and was painful and too fixed to remove. On the following day, the patient underwent examination under anesthesia in the operating room. During speculum examination, a coupling piece with a tap, resembling the bakri balloon component, was observed to be fixed and protruding from the external cervical. After dilatation with hegar and maneuvering tap in longitudinal position, the foreign body was successfully removed under visualization and ultrasound guidance. A final ultrasound examination showed no abnormalities. The physician had concerns about loose valve, stated instructions and traceability since the valve did not appear during an echo. Per the reporter, this is an isolated event and patient's status is "relatively good". No other adverse effects were reported for this incident.

Manufacturer narrative:
D4 - lot #: unknown . E1 - phone: (B)(6). H3 - device available for eval: not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.